Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that therapy disabled and shock was not delivered. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
((B)(4) (B)(6) 2022)). Parent pr# (B)(4) has been re-identified as a duplicate of pr# (B)(4),which has already submitted its initial emdr report with received reference no. (B)(4) under philips pr# (B)(4). Please refer to pr# (B)(4) for the full investigation of this issue.